Manufacturer narrative:
(B)(4). A membrane was received for evaluation. A visual inspection found no anomalies. The service engineer installed the cable into a test ventilator, and no failures were observed, and the light emitting diode (led) of the silence/reset button was blinking as expected. No further investigation is required. The customer reported malfunction was not verified.

Event description:
A report was received stating the silence/reset light emitting diode (led) button of a ventilator was blinking during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported by the distributor that the reported event was not duplicated.